Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that attempts to interrogate the pulse generator resulted in the message -diagnostic data invalid- and an error message. After clearing the diagnostics, the device interrogated normally. The device would continue to be monitored.